Event description:
Revision surgery - the patient had a failed rotator cuff. The surgeon revised from a turon to a reverse shoulder prosthesis.

Manufacturer narrative:
The reason for this revision surgery was to remedy a failed rotator cuff after 1.9 years of patient use. The outcomes attributed to this event are required intervention to prevent permanent impairment/damage. There was no information reported in this complaint about any patient injuries, activities, accidents or medical contraindications that may have contributed to the failed rotator cuff. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. (B)(4). The root cause for the rotator cuff tear cannot be determined with confidence. There is no information reported that showed a material, design, or manufacturing problem with the product. There are no indications of a product or process issue affecting implant safety or effectiveness.